Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-apr-2019, UDI#: b)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine (5 mg/ml at .5 mg/day) via an implantable infusion pump. It was reported that the pump eroded through the patient's skin at bottom of pocket. The pump and the spinal segment were explanted and a new device was placed on the other side of the patient. The issue was reported as resolved and the patient was alive with no injury. It was noted that the device was discarded of and would not be available for analysis.